Event description:
Non-union of a patient¿s tibial fracture, chronic itching and skin rash were reported by the patient following the implant of a cannulated titanium tibial nail, part number 04.004.449s, and associated hardware on (B)(6) 2013. The patient was involved in a motorcycle accident on (B)(6) 2013 which resulted in fractures to his right tibia and fibula. The tibial nail and associated hardware were implanted on that same date to treat the tibial fracture. The patient was prescribed a bone stimulator post-operatively, which he is still currently using. The patient reported that he had to use a wheel chair for approximately 8 months after his (B)(6) injury due to prior issues with his left foot and the injury to his right leg but is now currently able to walk. The patient began to suffer from swelling, itching and skin rash during (B)(6) 2014 which began at the implant site and spread over his body, ending at his left leg. The symptoms increased and the patient was hospitalized on (B)(6) 2014 due to swelling and severe chaffing of the right leg. The length of the hospital stay was approximately one week. The patient was initially treated with antibiotics but the symptoms were unresponsive. A dermatologist examined the patient and prescribed prednisone, which relieved the symptoms. The symptoms return when the patient discontinues the prednisone therapy. The patient was patch-tested for titanium allergy but the test was determined to be negative on (B)(6) 2014. The patient will be further tested for an allergy to niobium. A diagnosis is still pending. Non-union of a patient¿s tibial fracture was also discovered during on the (B)(6) 2014 visit with the surgeon. Revision surgery using a larger diameter nail was discussed with the patient as an option but has not been scheduled. The patient suffers from type ii diabetes and hypertension. He is also a smoker. The patient is not undergoing any additional treatment for his skin condition at this time. This complaint involves a tibial nail and an unknown quantity of screws. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed and no conclusion could be drawn. The device is still implanted in patient and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient began to suffer from swelling, itching and skin rash during (B)(6) 2013 which began at the implant site and spread over his body, ending at his left leg.